Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms over the past 6 months. The customer's blood glucose (bg) level was impacted up to 400 (mg/dl). Manual injections were administered to address bg levels. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.